Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, two (2) afx vela infrarenals and an afx limb stent graft. Approximately six and a half (6.5) years post initial procedure, the aneurysm sac significantly grew (from 5.5cm to 9.8cm) within the last twelve (12) months, and subsequently ruptured. In addition, a possible type iiib endoleak was detected. The physician elected to treat the patient by implanting a gore 34x100mm (non-endologix) stent on 30 november 2021. The patient was reported to be stable post re-intervention. Reference previous MFR. Report # 2031527-2021-00485. During internal clinical review of the previously reported event, a missing event was discovered involving a graft infection occurring sometime in (B)(6) 2021. The patient presented emergently with a systemic inflammatory response, meeting sepsis criteria. Due to the presence of salmonella bacteremia, the patient was treated with IV antibiotics and oral amoxicillin. Reportedly, the patient has missed doses of the oral antibiotic medication.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the salmonella bacteremia with graft infection is confirmed. The placement of a proximal extension in the right iliac artery did not appear to contribute to the reported events. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged home with a peripherally inserted central catheter (PICC) line for intra venous (IV) antibiotics. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.